Manufacturer narrative:
For 1 event, the investigation is ongoing. The investigations found for 1 of the events, the service actions resolved the issue. For 2 events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions for 1 event was: the sample probe was found to be contaminated, so it was cleaned and flushed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial #: (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable low results were generated by the cobas 8000 cobas c 502 module. The events involved a total of 4 patients with the following: 2 crep2 creatinine plus ver. 2, 1 mg2 magnesium gen.2, 1 alp2 alkaline phosphatase acc. To ifcc gen.2, 1 amy-p alpha-amylase eps pancreatic, 1 bilt3 bilirubin total gen.3, 1 crpl3 c-reactive protein gen.3, 1 vanc2 vancomycin. The patients' were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.